Event description:
"During clinical constellation of a distinct kinking in the iliacal vessel area introducing of a therapeutical vessel port and consecutively pushing forward the therapeutical guiding catheter. After several rotational maneuvers the guiding catheter fractured completely in the vessel port area. The proximal part can be drawn back, the remaining distal part can be pulled out completely with a percutaneous transluminal coronary angioplasty wire and consecutively insufflated balloon catheter." There was no pt injury for this event.